Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with cefazoline (1gm, frequency not reported, intraperitoneally (ip)) and ceftazidime (1gm, frequency not reported, ip) for peritonitis and the treatment was ongoing. The patient was recovering from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available.